Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages, adjust belt/check messages) has been confirmed. Upon evaluation, the pin #19 of the electrode belt trunk cable connector was broken off and the component v2 of ECG electrode c was defective. The v2 component is a voltage suppressor located on the four ECG boards within the ECG sensing electrode. The cause of the check therapy pad messages and adjust belt messages are the broken #19 pin and the defective v2 components of the electrode belt. The root cause of the broken pin cannot be positively identified but is likely excessive force when mating the belt with the monitor while the pins were misaligned. The root cause of the defective voltage suppressor cannot be positively identified. No adverse event resulted from the defective electrode belt. The electrode belt was replaced.

Event description:
The wife of a (B)(6) male patient contacted zoll customer support to report check therapy pad messages and adjust belt/check belt messages. The patient was issued a replacement electrode belt.